Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged with a different usb cable. In addition, the customer reported the patient line separated from the cartridge. Reportedly, the customer had been using the cartridge for two weeks. The customer's blood glucose level was 281 (mg/dl). Reportedly, the customer reloaded a new cartridge to address the event.